Event description:
The pt was originally implanted on november 14, 1995. On february 3, 1997, fourteen months after implantation, the pt returned to the implant ctr for routine device eval. At that time it was noted that two of his electrodes were exhibiting high impedance readings. The pt was reprogrammed to a 7-channel program and the decision was made to monitor his performance closely over time. The pt did well for the next eight months. On october 28, 1997, an additional two electrodes exhibited high measurements and the pt was put on a 6-channel program. There were no further problems encountered with his system for the next year. On october 15, 1998, another electrode began to fluctuate and the decision was made to schedule the pt for revision surgery. Explantation took place on october 27, 1998. The pt was reimplanted with a nucleus 24 device.